Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the (front panel flashing) phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, partial light emitting diode (led) of the front-panel being dark was caused by a led failure. The cause of the faulty led could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed but that some of the light-emitting diodes (led) on the front panel were dark due to a led component failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use, the front panel on the high flow insufflation unit was blinking. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm associated with this event.